Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 468-505 mg/dl. Customer alleged that the pump was not delivering insulin. The customer reverted to manual injections to address bg.